Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and observed that the main keypad was damaged and that the buttons on the keypad were not functioning properly. After replacing main keypad and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the faulty main keypad.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the main keypad was damaged and that the buttons on the keypad were not functioning properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.